Event description:
Implant date: 2000. It is alleged that in 07/2002, pt complained of pain, subsequently a rod was discovered to have come loose from one of the screws and there was a pseudoarthosis. Explanted in 2002.